Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that the customer was admitted to the hospital due to diabetes ketoacidosis and high blood glucose of 459 mg/dl on (B)(6) 2020. The customer was treated with the intravenous insulin infusion and manual injection. Customer was alleging the insulin pump was under delivering. Self test and displacement test was performed and both were passed. It was stated that the insulin pump had stuck button alarm and bolus not delivered alarm. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at the time of incident. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. All buttons functioning properly. No stuck button alarm or bolus not delivered last alert noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with pillowing keypad overlay. (B)(4).